Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was scratched. Review of the event history log showed the pump displayed one occurrence of the reported error. Functional testing involved powering up the pump and the device alarmed error code 1720. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1720. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.